Manufacturer narrative:
Serial # not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device fails operational check. There was no reported patient involvement.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2017-02014 was submitted. Please see the corresponding reports for evaluation data. .